Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels. Reportedly, assistance was required to treat bg level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.